Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red and itchy rash on her back under the left therapy pad. The patient reported having a history of eczema and allergy to penicillin. There was no alleged device malfunction contributing to the irritation. The patient followed up with her physician who advised her to end use and return the equipment. Outcome of the skin irritation is unknown.